Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the catheter had a split in the tip. There was no report of patient impact. The following information was provided by the initial reporter: nurse stuck the patient with the IV. Was able to gain access with needle into vessel, but when they tried to thread the catheter off they were met with a lot of resistance. When the device was removed, they noticed a split in the tip of the catheter.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-apr-2023. H6: investigation summary: bd received an unsealed 22 gauge nexiva single port unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed media present inside of the device along with a slit or cut at the catheter tip. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, due to the packaging being received opened the engineer could not determine a definitive root cause for this issue as it could have originated during the manufacturing process or during handling once the device left the manufacturing facility.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the catheter had a split in the tip. There was no report of patient impact. The following information was provided by the initial reporter: nurse stuck the patient with the IV. Was able to gain access with needle into vessel, but when they tried to thread the catheter off they were met with a lot of resistance. When the device was removed, they noticed a split in the tip of the catheter.